Manufacturer narrative:
Concomitant medical products: product ID: linq11 icm, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, that the implantable pulse generator (ipg) 'migrated', has pacing issues and was 'burning up battery'. The device remains in use. The lead was explanted for an unknown reason. No patient complications have been reported as a result of this event.